Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The distal tip is sticking out of the tip housing. There are fibers wrapped around the tip. The coil is stretched at the proximal solder and the coil is stretched and damaged at the distal solder. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2018. It was reported that the tip became stretched. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A truepath¿ cto device was selected for use. During the procedure, it was noted that the tip of the guidewire became stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there were fibers wrapped around the tip.